Manufacturer narrative:
As per contour next link 2.4 blood glucose monitoring system user guide, the user must wash their hands thoroughly with warm soapy water and dry them well before testing. During the call, it was determined that the customer did not wash her hands before testing her blood glucose levels. The patient/family was the initial reporter, so personal information was not entered. No information was captured as the customer's weight was not provided.

Event description:
The customer reported that she visited the hospital due to an event unrelated to her diabetes. While in the hospital, the customer measured her blood glucose using the contour next link 2.4 meter and obtained a reading of 296 mg/dl. At the same time, another blood glucose testing was performed with laboratory testing and a reading of 110 mg/dl was obtained. A repeat testing was performed with the customer's meter within 10 minutes and a reading of 113 mg/dl was obtained. There was no allegation of an adverse event. The customer was advised to return the test strips for evaluation. Replacement meter kit and test strips were sent to the customer.

Manufacturer narrative:
The customer did not return the suspected device for evaluation. Therefore, in-house testing was performed using the in-house contour next link 2.4 meter with in-house contour next test strips from lot # 8kpef01b, which gave a satisfactory performance.